Manufacturer narrative:
The device was not returned for analysis. Based on the reported information, the reported difficulties likely occurred due to aggressive manipulation during insertion, patient femoral vessel/anatomy variables. As it was reported that resistance was met during insertion, it should be noted that the proglide instructions for use (IFU), precautions, states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, advancing against resistance was most likely due to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The additional proglide device referenced is filed under a separate medwatch report number. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two proglide devices were attempted in the left common femoral artery via 6fr sheath using the preclose technique prior to a percutaneous transluminal coronary angioplasty with impella procedure. Reportedly, resistance was felt when inserting the first proglide device; however, the sutures were placed. A second proglide device was inserted against resistance. Once placed, blood flow out of the marker lumen was weak; however, the procedure was continued. When removing the plunger, no sutures were attached to the needles. The foot of the proglide device was closed, but the device could not be removed from the patient anatomy. Force and movement were applied in an attempt to remove the proglide device. The proglide device was removed; however, the black distal sheath broke and remained in the artery. As the patient experienced a loss of blood, a vascular surgeon was called in to perform a cut down and remove the black sheath. The sutures of the first proglide device were removed during the cut down and the artery was sutured closed to achieve hemostasis. There was no reported clinically significant delay in the entire procedure. No additional information was provided.